Event description:
It was reported that the ventilator was not working. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The device failed to meet its specifications, it is unknown if it has been used at the time of the event. There have been no adverse event sustained as a result of the issue. The issue was reported to competent authority in abundance of caution as it may in some cases, represent a reportable event. Further received information indicated that the issue was solved by replacing monitoring printed circuit board (pcb). The root cause to the reported issue has not been determined. No further actions have been deemed necessary.

Event description:
Manufacturer ref.#: (B)(4).